Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary(B)(4) analysis revealed no output and no telemetry, consistent with the reported field experience. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient experienced syncope and head trauma. The device had no output, and no telemetry. It was noted that during a follow-up visit 15 days prior, the estimated longevity was between 11 months and 2.5 years. The device was explanted and replaced. Patient status is listed as "good". No further patient complications have been reported as a result of this event.